Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d7. Additional information: d9, h3. The device was returned to olympus for inspection, and the reported failure of the broken probe that fell off was confirmed. Upon receipt, the probe was found detached from the main device. Based on the results of the investigation, the probable cause of the complaint is component failure, which is expected, or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a broken probe that fell off. The issue occurred during a laparoscopic myomectomy procedure. There were no reports of patient harm.